Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Also the pacing capture threshold in the right ventricle was elevated and an r-wave amplitude measurement issue was observed.

Event description:
It was reported that there was a lead impedance warning triggered on the right ventricular (rv) lead due to low impedance. It was noted that the rv lead also had high thresholds and that the amplitude of the r-wave being sensed was declining. The lead remains in use. No patient complications have been reported as a result of this event.